Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Based on the new information received, this event has been reassessed as not reportable.

Event description:
After follow up the customer indicated that the first implant failed at the time of implantation due to bone instability, probably because the patient received radiotherapy 9 years ago, and was left at the mental canal. It was so submerged in the mandibular ridge that it was impossible to rescue and the implant was put to sleep and luckily it has not caused secondary damage.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that during the placement procedure when doctor was screwing the cover screw the implant sinked 5mm. Doctor attempted to place another implant but it also did not achieve primary stability. Paresthesia, pain, edema and bone loss were reported as a consequence of the event.